Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced was dislocated lens. Clinical reason for explant was dislocated iol left eye. The iol was exchanged for advanced technology intraocular lenses (atiol) 01 month 12 days following the initial implant procedure. Additional information has been requested.

Event description:
Additional information has been requested and received stating a normal femto-assisted cataract extraction (ce) surgery was performed with the company lens (lens 1) placed. The intraocular lens (iol) was well centered at the end of the case. Approximately 1 meter post-op, the patient was referred back with suboptimal visual acuity (va). The iol was noted to be nasally decentered by approximately 2 millimeters (mm), and the patient was taken to the operating room (or), where the iol could not be re-centered. The iol was lifted into the anterior chamber (ac), and one haptic was found to be missing. The amputated haptic was not retrieved or seen. In the surgeon's opinion, the product caused or contributed to the event. The iol was explanted and replaced with a same model, same diopter, same company iol (lens 2), which was also found to be decentered on post-operative day 1 (pod 1), presumably due to the remaining haptic in the bag. The patient's issues had not yet resolved. The surgeon gave a good prognosis.

Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.3., b.5., b.6., b.7., d.10. And e.4. H.6. The manufacturer internal reference number is: (B)(4).